Event description:
It was reported that the physician had difficulty positioning the right atrial (ra) lead during implantation due to the patients anatomy. The physician attempted to extend and retract the helix multiple times. Upon removal, a stylet was unable to be inserted into the ra lead and the helix appeared to remain extended. The ra lead was returned and a new right atrial (ra) lead was implanted without complications. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated and visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.